Event description:
It was reported the patient did not feel stimulation and had a loss of therapeutic effect. It was stated the day prior to report the patient did not feel stimulation anymore. The patient was walked through changing programs and adjusting stimulation but it did not help her feel stimulation. The patient was on program 4 at 2.9 volts and stimulation was on. It was noted the healthcare provider told the patient the implantable neurostimulator (ins) was dead and she would need surgery. Reportedly, the patient had neck surgery three weeks prior to report and was using a bone growth stimulator. It was noted the patient was usually at 3 volts and when troubleshooting it was turned up to 7.0 volts and the patient till did not feel anything. The patient was redirected to her healthcare provider. It was reported when stimulation was on the therapy was not working. The patient was on program 3 at 2.6 volts, and could go up to 5 volts but not feel anything. The patient sated she also experienced a return of symptoms. Programs 1-4 were increased. It was noted the patient had been using a bone growth stimulator on her cervical spine since (B)(6) 2013.

Manufacturer narrative:
Concomitant products: product ID 3093-28, lot # v697763, implanted: (B)(6) 2011, product type lead; product ID 3037, serial # (B)(4), product type programmer, patient. (B)(4).